Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon revised glenoid and removed old implant. Update: 06sep2017: additional information received: the patient fell and knocked the component loose at the cement/implant interface. Unknown cement manufacturer. This complaint was updated on 06sep2017.

Manufacturer narrative:
The device associated with this report was not received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.